Manufacturer narrative:
It is unknown when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged adverse events are related to v.a.c therapy. Kci has made several attempts to determine the nature of the alleged adverse events. No additional information is available.

Event description:
Kci received article, armstrong, d.g., marston, w.a. Reyzelman, a.m, kirsner, r.s. Comparative effectiveness of mechanically and electrically powered negative pressure wound therapy devices: a multicenter randomized controlled trial. Wound rep reg (2012) 332-341, that reported that six (6) patients placed on v.a.c. Therapy exhibited adverse events that were not specified. No additional information is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.